Event description:
Boston scientific received information that this right atrial (ra) lead displayed low out of range pacing impedance measurements and poor amplitude measurements. The decision was made to reprogram the system. Patient has good intrinsic rhythm. There were no adverse patient effects reported. Patient will attend normal follow-ups.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.